Manufacturer narrative:
Investigation included a review of blood glucose use patterns and guided troubleshooting, culminating in a factory reset and successful device setup. Investigation of this case revealed no device malfunction identified during the interaction and that user actions contributed to the event, with correction dosing behavior and low treatment practices implicated. It was concluded that the event was consistent with hypoglycemia of unclear cause and that user education and device reset were appropriate corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with correction doses having increased after over-treating lows, leading to a recommendation and completion of a device factory reset and setup with user education and troubleshooting. Symptoms included low blood glucose of 54 mg/dl requiring treatment with oral glucose and high blood glucose of 274 mg/dl. Outcomes included resolution without hospitalization or long-term impairment.